Event description:
Scheduled procedure: shoulder arthroscopy. Intraoperatively, the surgeron was shaving calcified tissue, the internal component of the shaver blade broke inside the pt's shoulder. The broken shaver was removed. The shoulder, examined and x-rayed for residual pieces. The surgery was completed without further incident.